Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the imaging system. They found that the image acquisition system (ias) computer was not booting because of the failing "cmos" battery. They replaced the battery and completed a system checkout. The system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the image acquisition system (ias) would not boot. The site tried to connect from the mobile view station (mvs) via windows remote desktop to the ias. The site could not establish remote desktop connection between the units. No patient was present at the time of the event. Update from manufacturer representative troubleshooting involved tried to connect the mobile view station (mvs) vis windows remote desktop to image acquisition system (ias) unit. Could not establish remote desktop connection between units. Found that the ias was not booting because of cmos battery fail. After replacing the cmos battery system was working as intended.